Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. Troubleshooting was performed. Reviewed the alarm history and found several empty reservoir alarms. The settings and bolus history were correct. Performed the self test and passed. Ran the high pressure test and the test failed twice. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.